Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, underweight and broken shell. A visual and microscopic analysis was performed which identified, striated opening on anterior, missing shell. And sharp broken on posterior assessed, as a surgical impact opening, for the stress mark in the shell. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: a sharp broken on posterior assessed, as a surgical impact opening. A striated opening on anterior assessed, as surgical damage. Missing shell assessed, as inconclusive.

Manufacturer narrative:
Reason for reoperation: "possible right side rupture" and "patients concern with the product".

Event description:
Health professional reported right breast mass "consistent with a benign fibroadenoma." Additionally healthcare professional reported possible right side rupture and exchange from a textured to a smooth breast implant due to the patients concern with the product. Device remains implanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 19 oct 2015. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of breast mass is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: breast mass "consistent with a benign fibroadenoma".

Event description:
Health professional reported right breast mass "consistent with a benign fibroadenoma." Device remains implanted.